Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to the oversensing of the noisy signals. Upon review, code 1005 was revealed, indicating an open circuit condition. Additionally, it was noted shock impedance measurements on the right ventricular (rv) lead when attempting to deliver a shock again. Oversensing of the noise signals on both the right atrial (ra) lead and the rv lead was also noted, which was believed to be caused by insulation issues on both leads. Rv lead replacement was recommended. At this time, the product remains in service and no additional adverse patient effects were reported.